Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of several inappropriate shocks. Device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of several inappropriate shocks. Device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to discharge the patient from the hospital with the device programmed off pending scheduling of a revision procedure on unknown future date. No known interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of several inappropriate shocks. Device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to discharge the patient from the hospital with the device programmed off pending scheduling of a revision procedure on unknown future date. No known interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an electrode fracture was suspected. Surgical intervention was undertaken. This electrode was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. It was reported that this product was subsequently returned for laboratory evaluation. Please refer to the additional manufacturer results for product investigation details.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination revealed no cracks around the notch area next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. X-ray showed a fractured sense a and both hv cable conductors were observed approximately eighty mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of several inappropriate shocks. Device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to discharge the patient from the hospital with the device programmed off pending scheduling of a revision procedure on unknown future date. No known interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an electrode fracture was suspected. Surgical intervention was undertaken. This electrode was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.